Event description:
Information received notes that during a follow-up, measured data revealed a current drain of 110ua. A follow-up about six months previous showed a current drain of 16ua. Pro- gramming to the unipolar configuration gave a reading of 111ua. The patient was in sinus rhythm at about 55 bpm. After a software download, the device was programmed to vvi. The current drain then read 14ua. In ddd mode, the current drain was 110ua and in aai mode, 101ua.